Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 550 mg/dl. The customer stated that she feels better and she wasted a lot of infusion sets. Customer's blood glucose value was 313 mg/dl at the time of the call. Troubleshooting was performed for the no delivery alarm. Customer stated that the cannula was not bent. Customer was advised that the site may have been occluded. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis. However, the infusion set was returned for analysis.